Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the patient had stenosis treated in the right distal sfa/popliteal with a sxc turbohawk followed by 5x150 in.pact admiral balloon on (B)(6) 2016. The patient presented to another facility the following day with a cold leg. An angio revealed that the treated area had clotted off. The patient ended up having to have thrombolysis and fasciotomy. The lesion was reported as little calcified with 75% stenosis. Patient has now been discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.